Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5118855 diabetes mellitus is a known cause of hypoglycemia.

Event description:
A voluntary MDR/medwatch report was received on 07/10/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Approximately on (B)(6) 2023, the patient experienced inaccurate cgm values. She stated: ¿I used the sensor's readings to bolus insulin for a meal, shortly thereafter I started experiencing feelings of a significant low, despite the cgm reporting my sugars were within a normal range. In reality, my sugars were low and dropping due to the inaccurate insulin bolus I gave myself with my meal. It is extremely hot in texas and the low sugars were clouding my judgement. Luckily for me, my husband noticed something off, checked my sugars with my glucometer and realized my sugars were 38. He was able to help me correct the lows before I passed out.¿ due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.